Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported textured to smooth due to the patients concern of the product. Healthcare professional later reported left side "capsular contracture bakcer grade unknown. The device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. Capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, deformation, wear abrasion and creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b.5., d.3., d.9., g.1., h.2., h.3., h.6.

Event description:
Healthcare professional reported textured to smooth due to the patients concern of the product. Healthcare professional later reported "capsular contracture". Healthcare professional reported "capsular contracture baker grade IV". This relates to the left side. The device has been explanted and replaced.